Manufacturer narrative:
The user was required to take antibiotics for treatment during the hospitalization. This adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
On july 25, 2024, senseonics was made aware of an event where the user was hospitalized for five days for an infected foot blister.